Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer had a system error. It was indicated that the link electronic module (lem) printed circuit board (pcb) was out of specification. It was also indicated that the touchscreen was not responsive to the stylus and that the keyboard was worn. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a system error. The programmer was returned for service. No patient complications have been reported as a result of this event.